Event description:
Customer reported the pca did not deliver a dose as expected. There was no patient harm reported and no medical intervention was required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). The pca event and error logs have been received and a log review is pending. The pc unit was not sequestered; therefore, the event logs are not available. A follow up report will be submitted once the investigation has been completed.